Event description:
Issue description: when the introducer was inserted to subclavian vein, it got kink due to tortuous vein. The procedure was closed successfully with new one. The doctor commented it was too soft. Event date: (B)(6) 2011 alert date: (B)(6) 2011 patient status: n/ a product status: not return hospital/clinic: (B)(6) hospital related products: n/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).